Manufacturer narrative:
(B)(4). The instrument was returned in good physical condition. The instrument was cycled, fed, and formed the clips properly. It was concluded that the instrument was conforming to manufacturing specifications. No conclusion could be reached based on the analysis results as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a fistula repair, the clips would not feed out. Another device was used to complete the procedure. There were no patient consequences and another device was used to complete the procedure.